Event description:
It was reported that during a laparoscopic gastric bypass procedure, the active blade fell off the device and into the patient. The tip could not be located and was not visible through a CT and MRI scan performed post operatively. It is unknown how the procedure was completed. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.